Manufacturer narrative:
The device has been returned. A supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the blocked cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose above 250 mg/dl while wearing the pod for a period between 4 and 24 hours. Reportedly, the patient¿s nurse at the nursing home noticed a blood clot in the pod¿s cannula when it was removed from the infusion site (abdomen), which is indicative of a blockage. Small bleeding was also observed at the patient¿s abdominal site. Additionally, the pod reportedly issued an alarm during operation.

Manufacturer narrative:
The observed internal cannula tear is related to action #98586. Blood was present in the soft cannula. A tear was observed on the internal portion of the soft cannula, resulting in an internal leak, corrosion, and data loss. Due to the internal leak, fluid flow through the external portion of the fluid path could not be tested to determine if the observed blood obstructed flow. It could not be conclusively determined if the observed blood had obstructed fluid flow during operation. Due the data loss caused by the internal cannula tear, the presence of the reported alarm could not be determined. It is unknown if the observed cannula tear is in any way linked to the reported alarm.